Event description:
It was reported that patient experienced pain at the ipg site and ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patients' system was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.